Event description:
It was reported that the device therapy cable would not plug into the device. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the manufacturing facility and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to physio-control as anticipated. The customer elected not to repair the device and removed it from service. Therefore, a conclusive cause of the reported event could not be determined.